Event description:
Post transfemoral valve deployment, the valve landed 70:30 aortic/ventricular (a/v) with moderate central aortic insufficiency (cai) and paravalvular leak (pvl). A second valve was placed 40:60 a/v, with mild cai and moderate pvl. No additional intervention was performed. Severe calcium in the annulus and a horizontal aorta were noted on fluoroscopy. The CT measurements were more in favor with a 26 mm valve; however, when all the calcium on fluoro and tee was seen, sizing was done with a 23mm balloon. There was no leak at all with the 23mm balloon. It was decided to use a 23mm valve due to the excessive amount of calcium. The first 23mm valve was placed 50:50 across the annulus and ended up moving aortic 70:30 a/v. The tee showed moderate cai and pvl. The patient remained stable while the physicians waited to see if the leak would get better. The wire was moved and the central leak got a little better but not enough. The physicians believed another valve more ventricular would help with the cai and pvl. A second 23mm valve was prepped and placed more ventricular to the first valve, landing as intended 40:60 a/v. The cai was mild, and the pvl was moderate due to the large chunk of calcium in the non coronary cusp. The patient had a good blood pressure and remained stable. The team felt this was the best for the patient to leave the patient alone and monitor the leak. The patient¿s native annulus was 20x27mm2 via CT, with severe native annular calcification, bulky leaflet calcification, and mild aortic root calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention and valve regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment during the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the horizontal aorta and a large chunk of calcium in the non coronary cusp likely contributed to the aortic malposition and subsequent pvl and cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.